Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ active, system 1, serial number ¿ (B)(4). (B)(6) ¿ performa, system 2, serial number ¿ unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 46 mg/dl on active meter (system 1), and 91 mg/dl on performa (system 2). No adverse event reported. Requested return of suspect device for evaluation.